Event description:
It was reported that pump experienced malfunction alarms, including malfunction code 199 in tandem source and malf 15 on pump display, without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump, but malfunction recurred, so pump replacement was arranged under warranty. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, re-enter pump settings, reconnect cgm to replacement pump, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.